Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013298775); product type: 0195-heart valves; implant date na; explant date na product ID d-evolutfx-2329 (lot: 0013316823); product type: 0195-heart valves; implant date na; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, fluoroscopy check was performed and was reported as fine; however, crown overlap was seen until node 4. During deployment, an infold was observed when the valve was partially released. The valve was recaptured and the catheter was removed. The valve and delivery catheter system (dcs) were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated b.5 and imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred to load a new valve. The infold was noted on the first deployment.